Event description:
It is reported that a large cut was noticed on the inner and outer plastic containers that house the implant.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.